Manufacturer narrative:
The coaguchek xs meter was received for investigation. It appeared undamaged and was clean on the outside. No test strips were returned for investigation. The meter was measured with the retention test strips 196639-10 in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter marcumar 3: 3.1 inr. Marcumar 4: 2.7 inr. Retention strips/customer meter marcumar 3: 3.0 inr. Marcumar 4: 2.8 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and retention material complied with specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The initial result at 10:08 was 7.2 inr and the repeat result at 10.13 with a different finger was 2.8 inr. The therapeutic range was 2.0-3.0 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 196639) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.